Event description:
It was reported that (1) device was used during an anterior resection. It was reported by the affiliate that the surgeon, who is extremely familiar with the tlc55 device, was attempting to fire the stapler across the proximal bowel to transect the tissue. Advancing the firing knob as required, the stapler locked out, preventing a full firing of the staple line and cut. Upon inspecting the device, the staple line appeared to be incomplete. The surgeon used another device to complete the case. There was no consequence to the pt.